Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error 218 with stripes occurred and therefore no image was displayed and the fiber bonding in the outer tube area at the distal end was damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction for the new reportable findings identified in the investigation: the video cable is broken, error 218 with stripes occurred and therefore no image was displayed should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had a dark screen repeatedly displayed on the monitor. The issue was found during an unspecified procedure. There were no reports of patient harm.